Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorial balloon broke at 6 atms. The lesion being treated was an in-stent restenosis in the diagonal coronary artery. No pt injuries or complications were reported. Additional info has been requested regarding this event.